Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the patient right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on 12 aug 2022. The patient was stable throughout the procedure.